Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
A hemolok applier was used for the first time. It came assembled from the sterilization department. The hemolok clip was inserted into the forceps and inserted through the trocar into the abdomen. The complete mouth separated during compression and it had to be removed from the abdomen. The patient's condition is unknown at this time.

Manufacturer narrative:
(B)(4). During the assessment following was determined: the pull bar is torn off from the mouth distally. The complete mouth was missing and therefore the mouth is not available for investigation. The pull bar is strongly bent in the rear area. The device has been delivered to teleflex with invoice #2177099 dated february 2nd, 2017. When reviewing the device history of the applicable lot, it could be confirmed that the right material and all specified and required components have been used. All defined and specified working steps are recorded on the working sheet. The root cause is that the strong deformation and the breakage exhibited an excessive loading. Other remarks: for closing the clips on the test hose specified by teleflex (B)(4). A force between 8 and 10 kg are required. Due to the known load capacity and the determined damages on the instrument, the root cause of the failure is overload, as the design validation only showed breakages with a force of 35 kg. This is many times higher than the actually force which is required for closing the clips and goes far beyond the required force for closing the clips during proper use. The investigation did not give any clue that the design, the material, the production or other circumstances within our sphere of influence could necessitate a corrective or preventive action. No actions will be initiated. Teleflex will continue to monitor and trend related events.

Event description:
A hemolok applier was used for the first time. It came assembled from the sterilization department. The hemolok clip was inserted into the forceps and inserted through the trocar into the abdomen. The complete mouth separated during compression and it had to be removed from the abdomen. The patient's condition is unknown at this time.